Event description:
The reporter indicated that pt had experienced an increase in seizures during the past week. The patient was hospitalized for monitoring and is currently stable. The reporter also stated that there have been no changes in medications and that the device is currently programmed to 0.25ma. The patient generally has about 15-16 clonic tonic seizures per month, but in 2002, pt experienced 8 seizures. Two attempts (one in writing and one via phone) have been made to obtain further information from the physician; however, no information has been received to date.